Event description:
It was reported that there was no cassette removed alarm, prime key inop. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream sensor cause alarm. Tested button prime key was not working cause keypad was inoperable. Downstream occlusion sensor and the keypad were replaced. The cause of the reported problem was traced to the user. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: e4: correction: customer reported to FDA: no information.